Event description:
It was reported the patient was implanted for an advanced trial in early (B)(6) 2014. When the patient came back for the full implant on 2015-(B)(6), blood could be seen in the lead. The lead had been connected to the extension and the connection was covered with the boot. The patient did feel sensation on three of the four electrodes. The lead was expected to be returned. No further information was reported. A follow up report will sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0206534108, product type: lead. (B)(4).